Event description:
A malfunction was reported on the pump, identified by malfunction code malf 12. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. Customer service provided pump reset information and assisted the caller in resetting the pump, which successfully resolved the issue. There was no recurrence of the malfunction code, and the customer was advised to continue using the pump and to contact support if any further issues arose.